Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead showed high unstable/unmeasurable threshold. It was also reported that the lead was undersensing.the physician placed the lead into a new device and programmed it to vvir. No patient complications have been reported as a result of this event.